Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the self expanding stent system (sess) was returned without blood and saline visible, consistent with the reported information that the device was not used. The stent implant was partially expanded distally from the distal end of the outer member, for a length of 2 mm. There was no damage noted to the stent implant. The distal end of the outer member was retracted 4 mm proximal to the base of the tip. The stent implant was not between the markers. The distal end of the stent implant was located 2 mm distal to the distal marker. There was no other damage noted to the sess. The tray used during the procedure was not returned. The tuohy was confirmed to be returned loose. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. In this case, it may be possible that the premature deployment is related to handling and/or inadvertently loosening the tuohy borst valve resulting in the premature deployment during handling. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that when the packaging was opened, the stent was noticed to already be partially deployed. The device was not used. A new xpert was used without issue to continue the procedure. No additional information was provided.